Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the usb cable was not charging the pump battery unless held in place. Customer's blood glucose was 115 mg/dl. Reportedly, another usb cable was used to charge battery.